Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer contacted the technical service engineer (tse) regarding the a repeated error m-11 while activating the monopolar energy. Tse reviewed the system logs and verified the error. The reported complaint remained after tse had the customer restart the integrated electrosurgical unit (iesu), replace the cable, and replace the instrument. Tse asked for the customer to use "classic mode" instead of the "swift" mode, but the surgeon wanted to continue the surgical procedure with the force triad the iesu was no longer being used. The surgical procedure was finished with a third party generator. The iesu and the entire system had turned on without any issues. The customer was continuing the surgical procedure robotically, as expected, with less than 15 minutes surgical delay. There was no patient injury or harm. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. To determine the root cause, the unit was returned to the OEM for additional failure analysis and for potential repair. The complaint was confirmed based on the failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.